Manufacturer narrative:
(B)(4). Device product code - hxp. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bender tip broke off into the fast guide during an initial procedure. The tip remained in the fast guide which was then removed from the plate. No serious injury was caused. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photographs and inspection of the returned device. The fractured tip of the device was not returned. Hardness dimensional measurement was performed and was found to be conforming. Device history record was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.